Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient ((B)(6)) lost stimulation. In turn, surgical intervention was undertaken. During the procedure the physician noted a broken contact on the patient's scs extension. Subsequently, the physician explanted and replaced the extension. The patient reported effective therapy post-operative. Concomitant medical products: the day and month of implant is unknown for the following device: model 3688, scs ipg, implant date: 2013.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.